Event description:
It was reported that the pump had downstream occlusion error, when it's really low. There was patient involvement, but no reported patient harm.

Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Event history log was reviewed where a high alarm downstream occlusion was displayed. The reported event was confirmed through the event log. Occlusion tests were conducted and the reported event could not be duplicated. The probable cause is unknown. Performed downstream occlusion /upstream occlusion (dso/uso) sensor calibration, and performed all remaining performance verification tests, unit passed all testing criteria. Updated software to v4.4 and the unit reset to standard configuration.